Event description:
A patient reported to their pharmacist that an infusor underinfused after seven (7) days of therapy. The patient stated that there was an unknown amount of drug solution remaining inside the infusor. The intended duration of the infusion therapy was 84 ml/7 days. The drugs involved were 21 ml of sandostatin and 63 ml of saline. The filled infusor was not refrigerated and not brought to room temperature before use. The infusor was not primed to confirm solution flow. The infusor was not refilled. No patient control module was used during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this incident. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.